Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code for this report includes; hwc. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a variable angle compression plate two column distal radius plates with five holes was used for a fracture in distal of radius procedure. The operation was completed without any problem. The plate was broken, although the external fixation was done after the surgery. This report is for 1 of 1 complaint (B)(4).